Event description:
The customer reported to olympus, no image on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the cabling was reviewed on the cv-190 out 1 sdi (serial digital interface) port is going to their "slave" monitor, and they are getting an image there. The customer swapped out 1 and out 2 to see if they get an image on the "slave¿ monitor and they do, no change. They have a box that converts bnc (bayonet neil-concelman) connector to video, tac informed customer to ensure cables secure, could be an issue with the box. Tac informed the customer the clv-190 is a light source only, does not send video signals. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6, h8 and h10. Based on the results of the investigation, it¿s likely the device was intact and the loss of image was due to a hospital software update that prevented the customer from logging into the provation system. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.